Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that a component was missing from the top of the handpiece. No medical intervention and no adverse consequences were reported with this event. As this event occurred during set up at the end user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported, that a component was missing from the top of the handpiece. No medical intervention. And no adverse consequences were reported with this event. As this event occurred during set up at the end user facility. There was no patient involvement. And no delay to a surgical procedure.